Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified foreign material was observed in the fill port of three (3) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between june 30, 2018 ¿ july 01, 2018 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.